Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were trying to figure out why the bladder stimulator was not working. They have rebooted the handset and they are encountering a maximum settings reached message but it is only at 1.8. They turned it down to 1.0 and it will not let them go back up. Patient has had a few accidents with it and patient had a motorcycle accident on july 28th. Patient also had some mris following the accident, possibly fully body MRI's, but they did not turn the device off or put it into MRI mode so they do not know if that screwed it up. Patient did not feel any discomfort or pain during the MRI. It just does not seem to be working now. Reviewed option to try different programs and recommended patient follow up with managing hcp for device check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.